Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex fully covered biliary stent was implanted to treat a malignant stricture in the common bile duct during a stenting procedure performed on an unknown date. Reportedly, the patient¿s anatomy was tortuous. According to the complainant, on an unknown date, during a computed tomography (CT) and endoscopic retrograde cholangiopancreatography procedure (ercp), the stent was noted to be occluded due to sludge. The physician used an extractor retrieval balloon to perform sludge removal. A tube stent was implanted stent-in-stent within the wallflex biliary stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.